Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed. The manufacturer evaluation revealed a loose pin at the outer sleeve as well as a torn welded joint. The weld seam can be clearly seen on both parts and can also be seen completely on the circumference. A most likely cause is attributed to wear and tear.

Event description:
It was reported that during a surgery a bolt of the device for securing the lock has fallen out. As a result, the wire is no longer stuck in the holder. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 28-apr-2023: it was confirmed that the bolt fell out during a mica (minimally invasive chevron and akin) surgery. The surgery was finished successfully by inserting k-wires with a smaller diameter and continuing the drilling process. It was not necessary to switch the surgical technique or do a second surgery.